Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the pink slide is in the viewing window.

Event description:
It was reported by the patient that the needle mechanism did not retract as intended after activation. Patient had pain at the site for the 2 days they wore the pod.

Manufacturer narrative:
The pod was received with the formed needle extracted out of the pod, confirming the reported event of needle not retracted. During investigation, when the top housing of the pod was opened, formed needle was found not seated in the slide retract. The slide retract had damaged indicating that the formed needle was incorrectly installed. This resulted in a failure of the needle mechanism to fully retract the formed needle after deploying needle. No evidence of blood was found on the received device. But the exposed formed needle contributed to the reported bleeding/bruising and pain during insertion at the pod infusion site. The pod download data showed an 0x1c alarm generated, indicating that pod had reached expiration time (ran for 80 hours). Generation of the hazard alarm stopped the delivery of insulin. The pod ran for 2186 pulses before getting deactivated.